Event description:
On (B)(6) 2015, an omni representative reported that during routine training and maintenance procedures, distributor staff noticed that the markings on the guides appeared to be reversed from the intended position to properly align the offset revision stems when used with the femur.

Manufacturer narrative:
When the issue was identified, an investigation took place and it was determined that all lots of offset femoral guides (product codes ks-67022 ks-67024) were made to specification but to incorrectly marked specifications. A correction and removal was initiated in order to replace the mismarked units in the field. No adverse events have been reported.